Event description:
The customer reported the backup battery does not work correctly. It was reported there was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.